Manufacturer narrative:
Upon receipt the lead was found cut 15 cm distal to the df4 connector pin. A proximal and a 48 cm long distal lead fragment were received for analysis. A 3 cm long medial lead fragment was found missing. Explantation aids were found mounted on and in the distal lead fragment. The performance of the lead was scrutinized including a visual and electrical analysis. Multiple signs of wear were detected on the leads body. In particular 13 cm to 10 cm proximal to the lead tip a damaged insulation due to abrasion was noted. A short circuit was measured between the conductor cables leading to the rv shock coil and the lead tip. This damage is assumed to be the root cause for the observed oversensing. In addition, the insulation was found abraded 7.5 cm proximal to the lead tip, it however did not expose a conductor cable. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 57 months, it was reported that oversensing on the ventricular channel was observed on the egm.